Event description:
It was reported that during a gastrectomy procedure, the device fires correctly while set on 'gold'. The hcp then reloaded the device and selected 'green'; the device would only allow the handle to go half way. The reload was removed and inspected and only the first half of the reload had been fired, with colored drivers visible. A second cartridge was loaded and the same thing happened. A competitor's device was then opened and used instead to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Results: damaged slip block assembly, swing tab in locked position. The analysis results found that the ntlc75 device was received with the firing mechanism damaged as the firing knob was detached and the slip block assembly was noted to be damaged. The device was received with a reload loaded in the device. The reload was returned fully fired. Due to the condition of the device, no functional test could be performed. The damage to the firing knob and slip block assembly is consistent with high (outside indicated use) staple forming forces; however there is insufficient evidence to determine the cause of the higher loads. A batch record review was performed and the batch had no anomalies noted during the manufacturing process.